Event description:
The customer reported that they admitted this pt from another facility on (B) (6) 2010 and found the cuff of an unspecified size and model tracheostomy tube was losing air. The patient is long term ventilator dependent. The pt required recannulation and tolerated the tube change well. The caller confirmed that the lot number is unk, and the tube was thrown out and is not available for eval.